Event description:
It was reported that cartridge alarms occurred during the loading sequence with multiple cartridges. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.